Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A customer reported that viscoelastic product was used during surgery whereby the patient experienced an unspecified adverse event, possibly a corneal burn. Additional information has been requested.

Event description:
Additional information received clarified that the reporter is a nurse.

Manufacturer narrative:
(B)(4).

Event description:
A nurse reported that viscoelastic product was used during surgery whereby the patient experienced a possible corneal burn. When the foot pedal was pressed to perform phaco, the surgeon saw a puff of smoke and realized the patient¿s cornea had been burned. Sutures were required in order to keep tissues together.

Manufacturer narrative:
Corrected information is provided in section b.5 to correct the safety event description by including information from a duplicate event report previously submitted under manufacturing report number 2028159-2018-00450. Corrected information is provided in section h.6. Additional information is provided in section d.11. Additional information is provided in section h.10. The reporter has not indicated that the subject viscoelastic product is either concomitant or actual suspect product. The manufacturer internal reference number is: (B)(4).